Event description:
Healthcare professional reported injecting a patient in the lips with 0.7 ml of juvéderm® volbella¿ xc. The patient experienced ¿significant bruising¿ in the lower right lip during injection, so the rest of the syringe was not used. Three months later, the patient was injected in the lips and vermillion border with the remaining 0.3 ml of juvéderm® volbella¿ xc. The patient had a ¿day of two of slight edema.¿ the next month, while traveling, the patient experienced a non-device related ¿cold¿ and as well as a ¿sinus infection and swelling of the lips.¿ five days later, the patient was prescribed augmentin by their primary care physician, which was completed in a week. The patient then developed a ¿pea-sized nodule¿ in the upper right lip 16 days later. The patient attempted to rub it and there was ¿swelling.¿ six days later, the patient was seen where the nodules were palpated, and the patient was instructed to gently massage. Four days later, the lips were ¿more swollen.¿ after 2 days, the patient awoke to significantly more edema and more tenderness. The patient was seen by a physician who suspected ¿biofilm¿ and an ¿upper right nodule¿ was noted as well as one on bottom right. Biopsy was not provided. Additional augmentin was prescribed, and the patent was told to ice and take benadryl prn. Over the next two days, the patient awoke to progressively ¿increased edema and tenderness¿ each morning, noting a pattern in which it resolves and within 2-4 hours post ice, benadryl, and activity but the nodules remain firm. On the second day, the patient was treated with hylenex 7.5 u/.1 cc ns in right, upper left and lower lip which was area where filler was placed. The edema decreased within a few hours. However, by the next day, the patient awoke to more swelling. The patient was treated with ndyag/1064 laser on and around lips to promote healing/circulation, with 2000-3000 pulses delivered. The patent seemed to be less tender and swollen post laser treatment. The next day, the patient reported ¿the most significantly tender and swollen morning thus far¿ where the patient ¿got up, walked around and 2 hours, and were much less swollen and painful.¿ the patient was prescribed prednisone (40/40, 30/30, 20/20, 10/10, stop). By that evening, there was significantly less swelling. A warm compress was encouraged, as well as continuing augmentin. The next day, the patient awoke to the same pattern with only slightly less edema than pre-prednisone. The patient was treated with 150 units/.5 cc ns followed by an additional 75 u/.25 cc ns total of 225 u injected into the nodules directly, with approx. 20-30 u each. The patient remained in the office for 1-hour post-hylenex, with improvement apparent. By the next day, the swelling was significantly down and only 2-3 nodules noted, as well as tenderness post hylenex. A plan for prednisone, dc augmentin and begin doxycycline hyclate 100 2x/day for 10 days was devised. The next day, the patient woke up to swelling in the top and bottom lip with 2 additional nodules. The next day, the patient was injected with 225 u of hylenex with mipivicane directly into the nodules while breaking them up with a 27 g needle. The next morning, the patient awoke sore post injection but less swollen and with smaller nodules. Event is ongoing. This is the same event and the same patient reported under emdr-17429. This emdr is being submitted for the serious injury.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.